Event description:
The hospital staff attended to a patient who had gone into cardio-respiratory arrest after experiencing a seizure. The unit was attached to the patient in an attempt to monitor ECG. The monitor allegedly failed to display the patient's ECG. Two other units, model 9 defibrillator/monitor and a model 6 monitor (this report) immediately available were used with the same problem occurring. The monitoring electrodes were not changed. Different patient cables were used with each device. Another monitor of a different manufacture was obtained and used to successfully monitor the patient's ECG. The patient was not resuscitated. The reporter said the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the assessment of the patient's lack of viability.